Manufacturer narrative:
(B)(4). Batch # l90f5m. The device was received with the top of the I-blade fractured and lifted. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The jaws were found attached to the instrument. In addition no pieces were found missing under microscope inspection. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A batch history record review was performed, and an ncr was created during the manufacturing of this batch but was not related to the event description. Additionally no defects or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the I-blade was broken off during use. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.